Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference (B)(4).

Event description:
Customer stated "spraying all over". Reference repair order #: (B)(4). Ref (B)(4).

Event description:
Customer stated "spraying all over." Reference repair order #(B)(4).

Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-review DHR. X-inspect returned samples . Analysis and findings: distribution history: this complaint unit was manufactured at csi on (B)(6) 2018 under wo #232776 and shipped on (B)(6) 2018. Manufacturing record review: DHR 232776 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 92392, this unit was at csi on (B)(6) 2019. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.